Manufacturer narrative:
H6- investigation type code: 4110- lens work order search-no similar complaint event(s) within associated lots were found. Claim# (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vticmo 12.6 implantable collamer lens of diopter -14.00/2.0/111(sphere/cylinder/axis) into the patients left eye (os) on (B)(6) 2023. The patient experienced an excessive vault. On (B)(6) 2024 the lens was exchanged with the same model, length (implanted vertically) and the problem was resolved. The reporter indicated the cause of the event is unknown.

Manufacturer narrative:
Corrected data: h6- health effect - impact code (f): "4629" should be removed and "4627" should be added. B5-the reporter indicated that the surgeon implanted a 12.6mm vticmo 12.6 implantable collamer lens of diopter -14.00/2.0/111(sphere/cylinder/axis) into the patients left eye (os) on (B)(6) 2023. The patient experienced an excessive vault. On (B)(6) 2024 the lens was explanted. On (B)(6) 2024 the same model, length lens was implanted vertically and the problem was resolved. The reporter indicated the cause of the event is unknown. Claim# (B)(4).

Manufacturer narrative:
Device evaluation: h3 - type of investigation code: 10- device evaluation: the lens was returned dry in a microcentrifuge vial. Visual inspection found haptic broken. Dimensional inspection found the lens to be within specifications. Claim# (B)(4).